Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) t-wave oversensing (twos) discriminator did not work and the patient received inappropriate shocks. The patient's t-waves were to be assessed and the device remains in use. No further patient complications have been reported as a result of this event.